Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had discomfort with foley catheter. When the representative assessed the tip of foley catheter in patient urethra was approximately 1 inch and found that the balloon was ruptured. The foley catheter was removed at this point. All parts of the balloon that ruptured appear to be intact and it did not appear that any pieces were left in patient genitourinary tract. The patient reported that overnight they thought that they had felt a pop or heard a pop but just figured they were having a dream. No bleeding, discharge or discomfort reported by patient. No medical intervention was reported.

Event description:
It was reported that the patient had discomfort with the foley catheter. When the representative assessed the tip of the foley catheter in the patients urethra it was approximately 1 inch and found that the balloon was ruptured. The foley catheter was removed. All the parts of the balloon that ruptured appears to be intact and it did not appear any pieces were left in the patients genitourinary tract. The patient reported that overnight they had felt a pop or heard a pop but just figured they were having a dream. No bleeding or discharge or discomfort reported by the patient. And no medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to short latex dwell time or latex dip speed out too slow which caused thin sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water. For pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had discomfort with the foley catheter. When the representative assessed the tip of the foley catheter in the patients urethra it was approximately 1 inch and found that the balloon was ruptured. The foley catheter was removed. All the parts of the balloon that ruptured appears to be intact and it did not appear any pieces were left in the patients genitourinary tract. The patient reported that overnight they had felt a pop or heard a pop but just figured they were having a dream. No bleeding or discharge or discomfort reported by the patient and no medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water. For pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had discomfort with foley catheter. When the representative assessed the tip of foley catheter in patient urethra was approximately 1 inch and found that the balloon was ruptured. The foley catheter was removed at this point. All parts of the balloon that ruptured appear to be intact and it did not appear that any pieces were left in patient genitourinary tract. The patient reported that overnight they thought that they had felt a pop or heard a pop but just figured they were having a dream. No bleeding, discharge or discomfort reported by patient. No medical intervention was reported.